Manufacturer narrative:
The device is not being repaired.

Event description:
It was reported that the access door would not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.